Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician advanced the autotome rx 44 into the bile duct. When the device was energized in preparation to cut, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
H6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. H10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 4mm from the proximal pierced hole and bent, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problems could have been generated due to user technique when the device was removed from its package, handling, and manipulation of the device during its use. Advancing the device through the scope, or triggering the device while it was fully inside the scope can break or bend the wire. Energizing the wire without it being in contact with tissue during the procedure could also have broken it. It is most likely procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician advanced the autotome rx 44 into the bile duct. When the device was energized in preparation to cut, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.